Manufacturer narrative:
The customer reported a system message displayed during set-up. The system was rebooted and the system message cleared. The customer did not request service. No samples were sent for in-house evaluation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B) (4)

Event description:
The surgeon reported a posterior capsule tear and corneal burn occurred on a pt. This was the fourth case of the day. Add'l info received stated the pt had a history of a previous posterior vitrectomy surgery. The pt had weak zonules. The lens dehisced with 1/4 of the zonules supporting the natural lens. The cataract was dense. The vacuum started at 180 and was increased to 300-320 per the surgeon's request. No occlusion bell sounded. The corneal burn was small.